Event description:
It was reported, the patient experiences uncomfortable groin stimulation since (B)(6) 2013. The patient turned off the stimulation and has not used the scs system since. The patient wants to have the system explanted due to the need for an MRI. The patient is looking for a new physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.